Event description:
The rotaflow device in the custom pack was attached to the arterial outlet side of the oxygenator, instead of the venous inlet side of the oxygenator.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Internal complaint number -(B)(4).